Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
An application support manager (asm) was at the site performing a follow up visit and during the visit dr. (B)(6) was refloating/relifting a flap on a male patient. Patient stated that he was profusely rubbing his eye the night before. Patient had debris and striae.

Manufacturer narrative:
Correction: during review of the file it was noticed that the striae was caused/contributed by the patient as it said the patient rubbed profusely. Therefore, a report should not have been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.